Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "the guide wire was broken in patient, the patient condition is fine after broken wire was remove on the surgery." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire was unraveled and separated towards the proximal end. Severe kinking was also observed across the entire body. Microscopic examination revealed that the core wire adjacent to the point-of-separation was slightly curved , indicating undue force contributed to the breakage. It was observed that the proximal weld had completely separated from both the core and coil wires and was not returned for analysis. Visual examination of the separated portion of the guidewire could not be performed as it was not returned for analysis. The total length of the returned core wire measured to 16 3/4", which indicates that approximately 15/16" - 1 5/16" (per guide wire product drawing) of the core wire had separated and was not returned for analysis. The guide wire outer diameter measured 0.0170", which is within the specification limits of 0.0170"-0.0180" per the product drawing. Functional inspection could not be performed due to the severity of the damage. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant manufacturing issues were identified to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The customer report that the guide wire was separated during use was confirmed through examination of the returned sample. The guide wire was observed to be unraveled and separated from the proximal end. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75pound force, which is larger than the iso standard of 2.2pound force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during treatment, the appearance seems consistent with damage due to undue force applied during insertion; however, this cannot be officially confirmed without the separated portion of the guide wire also returned for analysis. Therefore, the probable root cause for this issue is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "the guide wire was broken in patient, the patient condition is fine after broken wire was remove on the surgery." Additional information received 15-march-2023 indicates "resistance was encountered during the physician tried to remove the wire. The wire was stocked and it was pulled out then found it was broken."